Manufacturer narrative:
(B)(6). Analysis was performed by remote service personnel which included interviewing the customer who requested the unit to be sent to the philips bench repair center, so that nbp performance tests can be performed. Diagnostic/functional testing was performed at the philips bench repair facility, and the unit was updated with software and nbp calibrations were made. All performance tests were carried out according to the procedure specified in the service document. The customer's alleged malfunction could not be replicated after completing all required tests. The device was confirmed to be fully functional and returned to the user. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a need for calibration. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that the device was measuring high blood pressure. The device was in use on a patient at the time of the event, there was no adverse event reported.